Event description:
It was reported that during a prolapsectomy with pph procedure, some of the staples were not completely closed. The procedure was completed by hand-suturing. There was no patient consequence.